Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a bent cannula was observed and a supply change was performed, during which the components were connected outside of the ilet device, resulting in a cartridge leak. Backup therapy was used for the remainder of the day. The importance of connecting all components inside the device was reviewed. Blood glucose levels were affected, with levels remaining high for over four hours and reaching a highest reading of high. Alerts were received for blood glucose above 300 mg/dl for more than 90 minutes. Backup therapy was used to address the high blood glucose levels. No ketone testing was performed, and no recent steroid injections or professional medical intervention were reported. Assistance was provided by a spouse in checking blood glucose as a courtesy. Immediate health effects included a pounding headache, nausea, and excessive thirst. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.